Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6). G1: MFR site zip/post code: (B)(6).

Event description:
It was reported that bleeding occurred requiring additional intervention. An icepearl 2.1 cx 90 degree needle was selected for use in a cryoablation procedure to treat a renal cell carcinoma tumor. During the procedure, the ice ball formation was not up to the dimension given in the cryoablation chart; it was 15-20 mm less than the size given in the isotherm chart. After track ablation, there was bleeding experienced. Under ultrasound guidance, glue was injected into the track with a spine needle to stop the bleeding. The patient recovered fully and was discharged the following day.